Event description:
The power supply cable was frayed, and then the cable was moved, it sparked. The patient did not experience any adverse consequences as a result of the sparking. It was advised to not use the electronic system until the power supply was replaced.

Manufacturer narrative:
One power supply box was returned. External and internal visual inspections of unit revealed exposed wire near the end of power supply. The power supply unable to power on due to exposed wire. The cause of the reported event was determined to be physical damage to the power supply. Review of the device history record was not possible as the lot number is unknown.